Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the location of the ipg. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.